Event description:
Medtronic received information that prior to use of two bio-medicus cannulae, the customer reported that there was a gap at the top of the cap on the first cannula. It was stated the defective cap has a larger diameter and a shorter height of 2mm than the normal one. In addition, the gap between the introducer and the hemostatic cap was loosely open, so it seemed that there was a risk of absence. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. The second device¿s connection between the hemostatic cap and the connector was poor, and there was the same gap issue as the first cannula. The cap of this cannula seemed to come off easily. Comment from the sales rep: the customer noted that they believed there to be a risk of massive hemorrhage from the gap.

Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device showed the red hemostasis cap was loose. Reason for return was confirmed for being loose. Conclusion: after investigation at medtronic, complaint is confirmed for loose hemostasis cap. Analysis found the hemostasis cap to be distorted or loose on the cannula connector; there is a potential this was caused following coating with cortiva. Notification has taken place with operations and the work instruction is updated to prevent future occurrence. Review of the device history record at the supplier, found no abnormalities during manufacturing that would cause or contribute to the reported event. Assessment against the medtronic risk files indicates that the current risk zone does not exceed the risk zone predicted in the risk files. There were no adverse patient effects as a result of this incidence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.